Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported this lead was scheduled for replacement (B)(6) 2018 due to high impedances and noise. Should additional information become available this file will be updated.

Manufacturer narrative:
(B)(6) 2018 - boston scientific reported this ra lead was capped on (B)(6) 2018 due to noise and high pacing impedance. Lead safety switched tripped in (B)(6) 2017.